Event description:
Procedure: hartman. Reportedly, after closing the patient the surgeon examined the patient digitally via the rectum and found the distal stump of the rectum was still open. The surgeon thinks the stapler did not fire properly. The opening was low enough for the surgeon to suture with the aid of a rectal retractor before the patient was reversed from anesthesia. The patient did not undergo further surgery.